Event description:
It was reported that this insertable cardiac monitor (icm) was explanted after only 2 months of being implanted. After the explant, the patient reports to have wear marks on it from the explant procedure. The patient is uncertain if the pieces of the implant were left in the chest. The patient was referred to the clinic to ensure that the icm was completely removed. The icm was reviewed and looked to be intact. No additional adverse patient effects were reported.